Manufacturer narrative:
(B)(4). Batch # unk additional information was received: "on monday (B)(6) 2021 there was a bile leak and it occurred during the procedure. The surgeon caught it and was able to make the necessary repairs. No patient harm has been reported as of now." The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a lap cholecystectomy, the el5ml made a very strange sound. The resulting clips resembled the breast cancer symbol of the folded ribbon. They discarded the clip applier and they pulled another device from another lot number. No patient harm.